Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The reported malfunction was observed and attributed to a faulty control to system video cable and was replaced to remedy the problem condition. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device powered on to a distorted display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.